Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician preformed an uneventful novasure endometrial ablation on (B)(6) 2017. The patient had some discomfort post-procedure and was discharged home on pain medication. Approximately 24 hours later the patient was seen "with increasing dysuria but no signs of systemic infection. At 48 hours post-procedure, she presented with significant pain and low grade fever. Her examination was notable for uterine and cervical motion tenderness. A CT-scan was performed with was negative except for a heterogeneous appearance of the uterine cavity suggestive of endometritis. She was admitted for intravenous antibiotics. Blood cultures were positive for staphylococcus aureus requiring placement of a PICC line for an extended course of antibiotic therapy". It is unknown when the patient was discharged.